Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the instrument associated with this report was not returned. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Corrected h6 - medical device problem code from material twisted/bent to naturally worn.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the 32 liner impactor would not screw onto the cup handle. The threads inside of the 32 blue impactor are not capturing threads on the tip of the cup impactor. A back up cup tray was used and that liner impactor worked fine on the same cup handle. No surgical delay.